Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after the patient had a car accident. A replacement surgery was performed, and fluid loss was noted. All components were removed and a new ipp was implanted. There were no patient complications reported.